Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the patient line from the cassette was leaking during use on the homechoice (hc) device. The home patient (hp) was not connected. The caregiver (cg) requested assistance and the technical service representative (tsr) advised the cg that the hp must start over with new supplies, and explained the reason; the cg understood and would have the hp start over. During the follow up, the hp stated that they thought the leak was coming from the patient line because it never filled all the way up and felt wet. The hp noticed the wetness on the patient line right after priming. The hp did not notice any damage on the patient line or the cassette, nor was there any damage to the overpouch. There were no sharp objects used in opening the carton or overpouch. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.